Event description:
It was reported that the right atrial lead was undersensing p waves. It was also noted that the patient presented to the hospital for symptoms of heart failure. It was discussed that an increase in fluid could change the heart wall or cause a change to the lead tension and potentially change the size of the p waves that are sensed. The nurse will consult with the physician on how to proceed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead 2010 (B)(6). (B)(4).